Event description:
It was reported that a distal tibia non-union and broken hardware was identified using postop x-rays. The broken hardware included one distal tibia plate which broke at an unoccupied screw hole, five 2.7 mm variable angle locking screws all of which were used with the distal tibia plate and one one-third tubular plate. A hardware removal and a revision with antibiotic beads with an external fixator was performed on (B)(6) 2015. Eight 3.5 mm cortical screws, one 4.0 mm cancellous screw, one 3.5 mm variable angle locking screw and three 2.7mm variable angle locking screws were removed intact. A future surgery will be necessary and is scheduled for an unknown date. The original procedure to repair an open tibia fracture was done approximately six months ago. The hardware removal procedure was completed successfully with no surgical delay and no patient harm. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that this complaint involves twenty implant parts, the complaint received is that ¿a distal tibia non-union and broken hardware was identified using postop x-rays. The broken hardware included one distal tibia plate which broke at an unoccupied screw hole, five 2.7 mm variable angle locking screws all of which were used with the distal tibia plate and one one-third tubular plate. A hardware removal and a revision with antibiotic beads with an external fixator was performed on (B)(6) 2015. Eight 3.5 mm cortical screws, one 4.0 mm cancellous screw and one 3.5 mm variable angle locking screw were removed intact. There is no complaint against the intact screws: eight 3.5 mm cortical screws, one 4.0 mm cancellous screw and one 3.5 mm variable angle locking screw.¿ the parts returned include (lot numbers for all returned screws are unknown): the three intact 2.7mm variable angle locking screws are part numbers 02.211.036, 02.211.038, and 02.211.046. The 4.0mm cancellous bone screw is part number 206.014. The 3.5mm variable angle locking screw is part number 02.127.140. The 3.5mm cortex screws are part numbers 204.828 (x2), 204.824, and 204.814 (x5). The five broken 2.7mm variable angle locking screws are part numbers 02.211.040, 02.211.044, 02.211.046, 02.211.048, and 02.211.050. These implants are all missing the threaded heads; they have shorn off of the screw shafts and were not returned. One twelve hole 2.7mm/3.5mm va lcp anterolateral distal tibia plate, left (part# 02.118.211, lot# 7523380, mfg dec2013) was returned fractured across the midline of the locking portion of the distal most combi-hole (ch1). One eight hole one-third tubular lcp plate (part# 241.381, lot# 7706497, mfg jun2014) was returned broken across the midline of one of the middle holes. This complaint is confirmed. The drawing for the one-third tubular lcp plate was reviewed; the design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. The drawing for the 2.7/3.5mm va-lcp anterolateral distal tibia plate was reviewed and no dimensional non-conformances were detected. The design of this device is adequate for its intended use. The drawing for the 2.7mm variable angle locking screws was reviewed and the design of this device is adequate for its intended use. The root cause of this complaint is ultimately unknown, however it is most probable that the patient was non-compliant, a secondary incident occurred, or the number of screws or the plate size used in this construct was not appropriate. The designs of these devices are adequate for their intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I can confirm that here are 2 broken plates as described.

Manufacturer narrative:
Event date: unknown. Additional product code: hwc. Approximately 6 months prior to (B)(6) 2015. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.